Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2241367: (B)(4) items manufactured and released on 13-dec-2022. Expiration date: 2027-11-27. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional components involved, batch review performed on (B)(6) 2023: reverse shoulder system 04.01.0172 glenosphere 36xø27 (04.01.0172) lot. 2205800 lot 2205800: (B)(4) items manufactured and released on 15-jun-2022. Expiration date: 2027-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 weeks from the primary, the patient came reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner and glenosphere and the surgery was completed successfully.